Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed and revealed a leak from the seam around the IV port. The reported condition was verified. The cause of the condition was not determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container was "not properly sealed" where the IV tubing port and bag came together. The customer clarified that the bag was leaking from the connection of the IV tubing port and the bag. This was noted after the filling process, during packaging. There was no patient involvement. No additional information is available.